Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, upon implantation, edge damage observed on the iol. Lens was left in the eye. Additional information has been requested. There are five medical device reports associated with this report. This file is 1 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).